Event description:
It was reported that the lead was capped due to high atrial thresholds which the physician believed to be caused by exit block. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.